Event description:
It was reported while mapping the left atria during an atrial fibrilation ablation procedure, the irrigation port detached from the 7f cool flex catheter. The catheter was exchanged to continue the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). One therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to condition of the returned device. Review of the device history record confirmed this device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.